Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? Asku. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. Does the patient have any relevant history of surgical treatments? No. Did somebody other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed five clips as intended and it ejected eight clips. Finally, it locked out as intended. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was in the jaws of the device, the jaws were squeezed and then the clip would fall from the jaws. Second device was opened and the case was completed with no patient consequences.